Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The rhythm at the time of the event was a sinus rhythm with tall t and p waves. The tall t and p waves resulted in multiple counting, which contributed to the false detection. The response buttons were pressed during the entire event. The territory manager reported that the pt did not get to the response buttons in time. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt remains in the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse; electrode belt (B)(4): (B)(6) 2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.